Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the cause of the lv apex tear cannot be confirmed. It is possible that the patient¿s advanced age and gender (e.g. (B)(6) female) and unknown procedural factors may have contributed to the event. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, during a transapical tavr procedure, the patient¿s cardiac muscle was torn during the closure of the apex. After introduction of anesthesia, blood pressure (bp) was in the late 60¿s to 70¿s mmhg. Since bp control was difficult even with fluid infusion and catecholamine administration, it was decided to perform a transapical tavr procedure with percutaneous cardiopulmonary support (pcps). A 23mm sapien xt valve was deployed in the usual manner. Following removal of the sheath, mattress sutures were tightened and then when one suture was added, the cardiac muscle was torn. The tear gradually expanded due to the effects of the excessive myocardial contraction or heartbeat. A median sternotomy was performed with full support of pcps and the chest was opened. Pcps was converted to cardiopulmonary bypass (cpb) the injury was repaired. The cpb was weaned off. Bradycardia was observed and temporary pacing was performed. The patient was transferred to the ICU with intubated. At a later date, the patient recovered without any problem.